Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: there was no damage noted to the keypad. The buttons were tested and the down arrow button was found to be intermittently responsive to button presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display screen was noted to be dim and discolored with a reddish hue. Also unrelated, the battery compartment was observed to be cracked and the cap threads were found to be stripped; a test cap had to be used for testing.

Event description:
The reporter stated that the down arrow button was sticking for about one week and required multiple presses to respond. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.